Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot 196299) was confirmed during the functional testing of the catheter. A bonding leak was observed at the distal end of the medial 1 balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot 196299.

Event description:
The customer reported the thermogard xp ivtm system displayed an air trap alarm. The air trap was slightly more than half full. There was probably also some blood in the tube. A leak check was performed per the IFU. They flushed the quattro catheter (lot 196299) again, but only a little saline came out of the outer luer and the saline was also slightly bloody. The catheter had been smoothly inserted on the first attempt into the left femoral vein of a 63-year-old, 130kg male patient. The dwell time was 10 hours. The catheter was not replaced. The alarm on the console was cleared. No patient injury reported.